Event description:
The customer's mother reported via phone call that there is a problem with the pump not alarming when the insulin is not being delivered. Customer's mother stated that it has caused their blood glucose to be high. Caller stated that the customer had really high blood glucose and was feeling really sick. Caller reported that the customer has been experiencing consistent high blood glucose since they got the new pump in november. Customer's doctor suggested that something might be wrong with the pump. Caller declined troubleshooting and wanted the insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.